Event description:
It was reported that the patient experienced an intracranial hemorrhage while on a right ventricular assist device (rvad). The patient experienced weakness and loss of vision. The rvad had been implanted on (B)(6) 2020, a day after their left ventricular assist device (lvad) implant. The intracranial hemorrhage occurred sometime after the rvad implant and the patient became partially blind as a result. There were no changes to the patient's anticoagulation status that may have contributed to the event. The event was not considered to be device related. The patient was managed conservatively. Related lvad MFR: 2916596-2023-03672.

Manufacturer narrative:
D4: device serial number was requested but could not be provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2023-xxxxx. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported hemorrhagic stroke could not be conclusively established through this evaluation. The centrimag blood pump was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) (rev. 06) lists warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #10: possible side effects include, but are not limited to: neurological dysfunction and bleeding. These are potential side effects with all mechanical circulatory support systems. Warning #16: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #18: frequent patient and device monitoring is recommended. IFU caution #1: standard anticoagulation protocols should be followed and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare blood pump, a backup centrimag console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.